Manufacturer narrative:
The analyzer's serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys hcg+ss results for 1 patient on a cobas 8000 e 801 module. The initial result was 1617 miu/ml. On (B)(6) 2026, the sample was repeated, and the result was 2613 miu/ml. The sample was repeated on another module, and the result was 2769 miu/ml. It was also reported that the "average of the repeated results" on (B)(6) 2026 was 2691 miu/ml. The sample was repeated because the results didn't match the patient's clinical history.

Manufacturer narrative:
The qc was acceptable. Provided images showed there was a significant formation of dust on the active gripper wheels. Formation of dust indicates insufficient analyzer cleanliness, which is part of the operator's maintenance. Inadequate analyzer maintenance could not be excluded. Due to insufficient information, the investigation could not identify a specific cause of the event. The investigation did not identify a product problem.